Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a vibrate anomaly. The customer reported that the insulin pump would stop delivering insulin and would vibrate then would continue delivering insulin. The customer reported that there was no particular alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will not be returned for analysis.